Event description:
Customer reported that he had high blood glucose of 419 and he treated with a manual injection as he is a doctor. Customer stated that the insulin pump is alarming motor error, received an e70 alarm and the drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion. The insulin pump received stuck in motor error alarm loop during bolus delivery and error alarm confirmed in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted. Unable to perform occlusion test, prime test and excessive no delivery alarm test due to motor error alarm. Scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.